Event description:
Reporter first indicated that patient was scheduled by the treating physician for generator replacement due to reported end of service. Patient had a reported increase in seizure activity below pre-vns baseline. Examination of programming and diagnostic history did not reveal that device was at end of service or that the eri indicator was yes. A battery life calculation was performed usign available programming history which resulted in 2.98 years before end of service. The surgeon indicated that in the or, the generator was at end of service. The or diagnostics are not yet available to confirm. Attempts to obtain the explanted generator have been made and were unsuccessful.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a serious injury.